Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that hypotube break occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.50 x 38 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion but failed to cross. Upon retrieval of the device, it would not enter the guide catheter. The stent was taken at 1 atmosphere and was pulled back to the radial artery. It was then noted that mid hypotube was broken. The stent and balloon could not be retrieved from the radial artery. A one inch cut down procedure was done to the wrist. The stent and the balloon was then removed from the radial artery. The procedure was not completed due to this event. The patient's status was fine and was rescheduled for percutaneous coronary intervention.